Event description:
It was reported that the physician was concerned the patient's implantable cardioverter defibrillator (ICD) was inhibiting pacing due to oversensing noise. It was also noted that the threshold has been rising over the past year. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.